Event description:
It was reported that during a lead revision procedure on (B)(6) 2026 [related manufacturer reference number:1627487-2026-00460], the lead fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead still partially remains in the patient.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 11111330. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.